Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained right ventricular oversensing due to post sensed t-wave oversensing was observed via merlin.net. No intervention was made. There were no consequences to the patient and will continue to be monitored.